Manufacturer narrative:
Reliability analysis inspected 9 opened and used infusion sets and performed hand prime using a new lab reservoirs and found 5 of 9 occluded at quick release connection septum site. Four remaining passed per specification. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used.

Event description:
The customer reported via phone call that the infusion set was occluded. The customer's blood glucose was 113 mg/dl at the time of incident. The infusion set will be returned for analysis.